Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from healthcare professional (hcp) and patient who was receiving at baclofen, 2000 mcg/ml concentration at 700.4 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the hcp believed the pump was "failing". During the past 24 hours the patient was unable to sleep, elevated blood pressure, disoriented and increase in spasticity in back and lower extremities. The patient was admitted to the emergency room however the hcp's at the ER was not able to get a hold of manufacturer rep so they gave patient oral baclofen and ativan in the meantime and sent the patient back home. The patient continued to become more disoriented by the hour. They had contacted the on call managing hcp and they were aware of the event. The rep reported that backdown withdrawal occurred. Pump logs were read and all appeared normal. Patient presented at emergency room with severe tightness, clamminess, fever, higher blood pressure, and higher heart r ate. No environmental/external/patient factors that may have led or contributed to the issue was known. All pump logs looked fine but patient definitely had signs of baclofen withdrawal. Catheter issue was suspected. Low reservoir log was 4.6 ml and he was due for a refill next week. At the time of this report, the issue was not resolved and patient status was alive- no injury. The patient¿s medical history included a history of seizures and spasticity. No further complications were reported. Additional information was received on (B)(6)2018 from a health care professional via a device manufacturer representative. It was reported that the patient had been hospitalized. The patient had presented to the hospital on (B)(6) 2018 with increasing spasticity over 2 days. The pump was due for a refill in 2 days, and it was expected to have 3 ml left in pump. A dye study was performed on (B)(6) 2018 and it aspirated as normal and everything appeared fine. The patient then had their pump filled and it was discovered the pump was empty. The hcp filled the pump as normal and primed the catheter only. The representative educated the hcp that it was difficult to determine why the pump was empty; it could have been an error at the last refill or over infusion, but the hcp was recommended to schedule the next refill earlier to make sure the residual volume is correct. There were no known environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was provided. It was specified the patient was receiving gablofen in their pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that it was not confirmed if the empty pump was from a refill error or overinfusion. There really was no way to confirm until patient went through a couple more refill cycles to assess accuracy. The root cause of empty pump was not determined but pump would continue to be monitored for accuracy. No further complications were reported.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.